Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient the device did not have pacer output. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer. However, they were used on another device and worked fine. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.